Event description:
It was reported that the insulin pump had an unresponsive keypad, and the issue was not resolved by a battery replacement. The caller did not know the blood glucose reading. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to a flattened esc button dome switch. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window and cracked reservoir tube lip.